Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "constant downstream occlusion" alarm was confirmed but not reproduced during evaluation. Evaluation found elevated downstream signal levels which likely caused this issue. The device was reworked to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum infusion pump had a constant downstream occlusion alarm. There was no patient involvement.